Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5028464. A quality notification related to the reported defect of needle retraction failure was initiated during the build of this lot, and quality notification review (qn) could not be performed for the defect of needle through catheter and tip adhesion / bonded to needle. However, without a sample we cannot confirm that this failure was related to that notification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard bc needle pierced the cahteter. The following information was provided by the initial reporter: when the rn tries to deploy the safety or pull back the needle, its catching on the plastic catheter and causing either a failed IV attempt or possibly scratching the inside of the catheter, increasing risk for thrombus formation.